Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal tip revealed damage to the shaft material at electrodes 3 and 4. The shaft material had peeled away from the electrode ring at the distal edge of electrode ring 4 exposing and fracturing conductor wires 2 and 3. Conductor wires 2 and 3 were noted to be exposed from the shaft at the distal edge of electrode ring 4. In addition, a tear in the shaft material was noted at the transition between the clear and blue shaft material (proximal to electrode 4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported incident could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming a tear in the shaft and exposed wires of the catheter.